Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation was limited as no patient sample material was provided for further analysis. Based on the available information, the root cause was attributed to a sample-specific discrepancy. False reactive results may occur with this assay, as outlined in the product's method sheet.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. For patient 1, the first sample collected on (B)(6) 2020 yielded a reactive result with hiv antigen (hivag) at 116 coi and hiv antibody (ahiv) at 0.0913 coi. A competitor assay (hivag/ab) performed on the same sample produced a negative result of 0.13 s/co. A second sample from patient 1, collected on (B)(6) 2020, yielded a reactive result with hivag at 122 coi and ahiv at 0.0751 coi. The competitor assay again produced a negative result of 0.13 s/co. A third sample from patient 1, collected on (B)(6) 2020, yielded a reactive result with hivag at 130 coi and ahiv at 0.0866 coi. Re-run testing confirmed these results. Polymerase chain reaction (pcr) testing on this sample was negative. No additional information was provided for patient 2.